Event description:
It was reported via repair work order that the chaperone buzzer was not working due to malfunctioned control box. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.